Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon unraveled, cotton left inside (vaginal) [foreign body in reproductive tract]. Tampon unraveled [device breakage]. Tampon unraveled, cotton left inside when pulled out [complication of device removal]. Consumer reported via email that the tampons unraveled inside of her. She had to manually dig out the tampon to remove. No serious injury was reported.